Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights. As it was stated, the devon handle fell off and also metal piece is off. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might be a source of contamination.

Manufacturer narrative:
The issue is being investigated by a manufacturer side.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by a manufacturer side.

Event description:
(B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
It appeared that this report with manufacturer report number 9710055-2019-00255 is a duplicate of report with manufacturer report number 9710055-2019-00231. Therefore, we will continue evaluation of this case under manufacturer report number 9710055-2019-00231.

Event description:
Manufacturer's reference number: (B)(4).